Event description:
It was reported that the device did not heat the recirculating fluid above 35 degrees. When the unit was first turned on, the display read 41 degrees then drop to 30. After running for 30 minutes or more, it did not display any temperature higher than 30. Tested the temperature of the circulating fluid and it is said to be at 32 degrees. When the over temperature alarm was tested, it triggered immediately and was not at the 43 degree mark as indicated by the manual. There were unknown patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
This file was originally incorrectly filed under registration number: 3008818980-2025-00003. The date of that submission was 26-feb-2025. B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. There was a faulty heater. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.